Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and confirmed that it was unable to power on. During troubleshooting, the fse connected a slave monitor directly to the suite pc and verified video output, ruling out issues with the pc or hard drive. The investigation then focused on the monitor power supply chain, including the cy box, m cabinet (my), and ny cabinet, where fuse f14 was found blown. After replacing the fuse, the issue persisted. Further analysis showed 240 vac (volts alternating current) was measured at the m cabinet output and at the cy box input (x1). The output continued to the 5vdc transformer, where power was lost. The transformer received 240 vac input but produced no 5vdc output. To resolve the issue, the fse replaced the 5v power supply and the 5v cable board. The power unit crcb dvi was returned to philips for failure analysis, but the root because of its failure could not be conclusively determined. Nevertheless, replacing the power unit crcb dvi restored system functionality. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to power on. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.